Event description:
It was reported that the unspecified bd posiflush¿ syringe was missing its label information. The following information was provided by the initial reporter, translated from portuguese: "the product received is sent for analysis, the syringe without filling in the necessary information.".

Manufacturer narrative:
H6: investigation summary it was reported the sy.ringe did not have the necessary information. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a prefilled syringe in the packaging flow wrap with no syringe barrel label. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the unspecified bd posiflush¿ syringe was missing its label information. The following information was provided by the initial reporter, translated from portuguese: "the product received is sent for analysis, the syringe without filling in the necessary information."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.